Event description:
It was reported the pt was unable to increase the amplitude with his programmer. The sjm rep met with the pt and determined one side of the pt's lead had all invalid impedance. It was reported reprogramming was possible using the other side of the lead. F/u identified the pt received adequate coverage, with no further intervention planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.